Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that e101 occurred due to a rise in the light source internal temperature caused by the cooling-fan not rotating. Investigation result indicates that an indication phenomenon has occurred due to a failure of the cooling fan. The cause of the cooling fan failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during surgery, an error code e101 message was displayed on the xenon light source while being used with the video system center. The fan did not rotate, an alarm sounded, and the light source itself became hot, causing the surgery to be interrupted. The user replaced the device with another one and continued the surgery. The fan on the right side, when viewed from the back of the light source, had stopped and did not function even when the power was turned off and on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been received for evolution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.